Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the time on the pump was off by a few minutes; however, the customer declined to provide and additional information on the reported issue. Customer reported a blood glucose level of 119 (mg/dl). It was reported that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
(B)(4).